Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that: "the patient has had pain in the hip since the surgery was performed. The pain is getting progressively worse to a point where it is more painful then prior to the surgery. The pain shoots down her leg. The surgeon stated that the x-rays reveal that the implants are in place. An aspiration of the hip was done approximately 2 weeks ago. An MRI is scheduled for next week. Blood work cocr is also scheduled for next week. "Update: it was reported that there was a revision of abgii modular stem, neck and head to an abgii-monolithic stem and biolox head (universal) and sleeve.